Event description:
Philips received a complaint by the customer on the v60 indicating that a 111b "35 v supply failed" error was displayed on the device. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service and replaced with another ventilator. The customer called technical support to request onsite service as a 111b "35 v supply failed" error was displayed on the device. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba, verified proper operation, and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.